Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the catheter was being used for arteriovenous (av) graft thrombosis that failed. A thrombectomy was performed. While they were advancing the closed device, the tip of the device fractured. Several attempts were made to snare, which resulted in further fracture of the tip into two fragments. The fragments migrated from the av graft into the cephalic vein. Further attempt at retrieval failed. Two fragments were stented out of the vascular tree within cephalic vein.